Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon was revising the zimmer poly on patient's left hip due to poly wear and swapped the stryker head as well on an omnifit plus stem. Patient had a zimmer cup and liner.

Manufacturer narrative:
An event regarding a revision due to poly wear involving an unknown head was reported. Conclusion: an unknown stryker head and stem were mated with a non stryker poly and cup. Based on the provided information, the revision was due to failure of a competior product and not stryker product. However, this combination is not sanctioned by stryker and as such is considered an off label application for the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon was revising the zimmer poly on patient's left hip due to poly wear and swapped the stryker head as well on an omnifit plus stem. Patient had a zimmer cup and liner.